Event description:
It was observed during the device evaluation that the subject device had buckling of the insertion/probe. There was no patient involvement.

Manufacturer narrative:
H10: e2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. Based on the results of the investigation, the subject device had buckling of the insertion/probe. The investigation was unable to determine the cause of the failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.

Manufacturer narrative:
This event was reported in error as the issue with the insertion tube would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
It was observed during the device evaluation that the subject device had buckling of the insertion/probe. There was no patient involvement.